Manufacturer narrative:
(B)(4). Weight is unknown, operative report states he is significantly overweight. Concomitant medical products: 15-106070 ¿ m2a non flared cup - 912330, x11-180315 ¿ bi-metric femoral stem - 450570, unknown liner ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09330, 0001825034-2018-09331, 0001825034-2018-09333.

Event description:
It was reported that patient underwent left hip revision approximately year post first revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Patient was noted to have undergone revision due to loosening of the cup with no bone ingrowth and in a retroverted position suggesting migration. Massive bone loss was found around the acetabulum and femur along with a massive hematoma. The dual mobility bearing was still attached to the head but was deformed along its edge where it had been articulating against the edge of the metal liner. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision approximately 10 years post implantation. Subsequently, the patient underwent a second revision approximately 1 year after due to loosening of the cup component and wear of the poly component.